Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The most likely cause was that they had to have a MRI and the MRI tech turned off the unit but some how the settings were changed much higher. They called the manufacturer's help number and patient services helped them set it back to where it was set and some how it got set real high.

Manufacturer narrative:
B3: event date estimated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim and fecal incontinence. It was reported that over the weekend they noticed a lot of pressure in the vaginal area. Patient also said that the therapy turned off by itself over the weekend and the patient turned it back on and increased setting. Patient said that last night they went to the bathroom to put some hormonal vaginal cream in and noticed that something was coming out of the vaginal hole and opening. Patient also said that the tissue between the bowels and vaginal area was also coming out. When asked, patient said they hadn't had any recent falls or trauma. Reviewed therapy information and general programming guidance. With assistance patient connected to implant and decreased the setting. Patient will maintain stimulation level and will continue to track symptoms. Confirmed stimulation in bicycle seat area and comfortable. Patient was redirected to healthcare provider to further address the issue.